Manufacturer narrative:
The insulin pump had an unresponsive due to corroded keypad traces. No button error alarm during testing. The insulin pump had a cracked lcd window, cracked case on the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and was unable to clear the alarm with the esc and act buttons. The customer inserted a new battery, but the issue persisted. The customer's blood glucose was 174 mg/dl. While troubleshooting, the customer was unable to recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.